Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - impact code- 4626 - amputation

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on (B)(6)2025, around 10:00 am, the patient passed out and his son brought him to the emergency room (ER). At the ER, the patient¿s cgm was reading 360 mg/dl while the patient¿s bg level was 1125 mg/dl. The patient reported being unconscious for 12 days. Once the patient regained consciousness after 12 days, the patient had undergone surgery in which both of his legs were amputated. The patient was treated with insulin while hospitalized and was discharged after ¿over a month¿. The patient was ¿stable and well¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.